Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed the presence of calcification on the stj, severe calcification on ascending/descending aorta and aortic arch, leaflet was calcified. A device history record (DHR) review did not reveal any manufacturing related issued that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. As the complaint event was unable to be confirmed a complaint history review was not performed. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the commander is visually inspected and tested several times. During manufacturing, the commander delivery system balloon was 100% inspection. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per case description, per medical opinion, the patient had severe calcium in the stj and this likely contributed to the reported event. Additionally, imagery showed presence of calcification on the stj/aorta/leaflets. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The complaint event was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to patient factors (calcification). No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 26 mm sapien 3 ultra the balloon burst. The valve was partially inflated and deployed in the correct position. No extra volume was used at the time of deployment. The delivery system and sheath were removed without incident. Post dilation was performed. There were no missing balloon pieces. No injuries were reported. The patient was doing well post procedure. Per medical opinion, the patient had severe calcium in the stj and this likely contributed to the reported event.